Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d274trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010; 6949-65 implantable tachy lead, (B)(6) 2005; 5076-45 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.